Event description:
It was reported that an asymptomatic patient presented to the operating room for device change out due to normal eri, fluoroscopy revealed externalized conductors. Rising threshold was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.